Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that a manual max bolus was delivered that they did not recall programming, and was possibly due to accidental button presses. The parent looked in the bolus history and discovered the bolus. The customer had a low blood glucose of 29 mg/dl. The customer was treated with glucose tabs, a sandwich and juice and the blood glucose was brought up to 140 mg/dl. The parent reported that the reservoir was not manipulated while the customer was connected. The parent was advised to monitor the insulin pump.